Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition was confirmed via photographic evaluation as broken tubing at the junction of the luer. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The exact root cause of the reported condition was not determined.

Event description:
Baxter (B)(4) received a report that an infusor's distal end luer lock "snapped" off and the device started leaking before use. The device was being filled with a 240 ml solution of 8000 mg flucloxacillin in saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510k number cannot be provided as the product code and lot number of the device are currently unknown.